Event description:
The customer reported that the verticle column up/down movement was intermittently not working. No patient injuries were reported.

Manufacturer narrative:
The ge service rep replaced the power supply.